Manufacturer narrative:
B)(4). Physio-control evaluated the customer's device but was unable to duplicate or verify any power related discrepancies. Physio did observe that the device's display would go blank when pressing the code summary button while charging the device in order to shock, with two fully charged lithium ion batteries installed; however, the device did not lose power and the customer did not report that they had attempted to charge the device during the event. Physio then replaced the display to resolve the observed issue, as well as the contact pcb assembly and battery pins as a precaution. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported loss of power could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself while attempting to print a patient's ECG waveform during an event. Medical personnel advised that they were able to restore power by pressing the on button. The customer advised that the device had two fully charged lithium ion batteries installed in the device during the event. There were no adverse effects to the patient as a result of the reported issue. The device was being used to monitor the patient and defibrillation therapy was not necessary. No further details about the patient or the event were provided.